Event description:
It was reported the patient was admitted to the hospital for underdose symptoms listed as seizures, 103 degree fevers, tachycardia, and unresponsiveness. The patient was septic and unresponsive and had a seizure on the morning of 2014-(B)(6).the patient also had altered mental status. Diagnostic testing was planned for the future. Fluoroscopy and a cat scan were planned to see if the catheter tip was intrathecal. There were no alarms from the logs on the pump. Withdrawal symptoms were discussed. The system was being used to deliver baclofen. There was no alleged product issue with the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: 2011-(B)(6), product type catheter, product ID 87 31sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).